Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit wouldn't autofill. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h11. Corrected fields: e1 (event site email).

Event description:
N/a.

Manufacturer narrative:
Updated field: b4; d8; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion; h11. Corrected field: contact person ¿ mfg site g1; h6 health effect ¿ impact codes. Due to character restrictions in block e.1.: (B)(6). A getinge field service engineer (fse) in order to fix the issue, replaced pressure transducer (d682-00-0076-01) which resolved the issue. Let unit pump for 5 days and checked offsets which stayed within factory specifications after calibrating. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.